Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of sensor glucose versus blood glucose differences from the sensor. The customer's blood glucose reading was 147 mg/dl while sensor glucose reading was 49 mg/dl. The customer stated that she went into threshold suspend. The customer was advised that the sensor glucose versus blood glucose difference is not within acceptable range. The customer was advised that sensor and blood glucose meter readings will be close, but rarely match due to how glucose travels in the body. The customer was advised that there may be larger differences after meals, bolus delivery, or when arrows present on sensor graph. The customer stated that the cannulas were never bent. The customer was advised to monitor sensor and call back if issues persist.